Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 342 mg/dl. The customer stated that the suspected cause of the bg level was due to sickness from the flu. The customer had not yet addressed their bg level. Reportedly the customer would obtain manual injections from the healthcare provider and declined any follow-up from tandem technical support.